Event description:
Caller reports back to back results of 35mg/dl and 169mg/dl while using the inform system. Caller reports quality controls are performed every 24 hours and all results have been in range. No adverse event reported. Caller reports no strips to return; replacement was sent.